Event description:
Litigation papers allege patient has experienced symptoms including but not limited to, pain, discomfort and soreness in her hips and lower back and audible noise emanating from her hips. It is further alleged patient learned she had highly elevated cobalt and chromium levels in her blood. Update (B)(6) 2012 - medical records were obtained. Medical records indicate patient was revised on both the right hip and left hip due to metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.